Event description:
It was reported that after the device was implanted, patient received one 17.5 j shock that converted the induced arrhythmia appropriately. The device was later interrogated and verified that all shocks were at max and all measured values were acceptable and in-range. The patient later had a spontaneous episode of vt. The vt was successfully converted with atp. Overnight the patient developed recurring arrhythmias. The device was checked the following

Manufacturer narrative:
All information provided by manufacture, no medwatch form was received. Morning and showed the overnight events. Episodes had been stored and in the last episode, the patient had a slow vt that had fallen into the monitor zone. The device did not deliver therapy and the patient was externally converted. Later that evening, the patient went into vt/vf and received multiple shocks. The hospital attempted to rescue the patient. The patient expired. Upon interrogation, no episodes had been stored. However, 10 magnet reversions were noticed.